Event description:
It was reported that the ilet user experienced hyperglycemia upon waking with blood glucose readings in the 300¿400 mg/dl range, after a recent full supply change on an ilet system using a steel infusion set and prefilled cartridge. During troubleshooting, the infusion site was found deployed with the plastic needle guard still on the needle. Symptoms included hyperglycemia peaking at 428 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and found a usage problem involving an improperly performed infusion set insertion with the needle guard left in place. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.